Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre 2 sensor, compared to the built-in meter on (B)(6) 2021. The customer experienced sweating and obtained a sensor scan of 163 mg/dl compared to an adc meter result of "lo" ( less than 20 mg/dl). The customer was provided 4 sugars by his wife, a non-healthcare professional, for the treatment of hypoglycemia. Comparison of 192 mg/dl scan against 55 mg/dl adc meter was also reported. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. No further information was reported. There was no report of death or permanent injury.